Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage and pain are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by patient: "I had a band slippage which the doctor went in and re-positioned on 2 years ago. Now I have right lower quadrant abdominal pain, and the tubing is completely disconnected. I have to have that fixed also." Follow up with the doctor's office reveals: "the patient had her band slippage repositioned previously, and the tubing disconnect surgery is pending. It had not been done yet. The pain is related to the tubing coming apart."